Manufacturer narrative:
The device was returned to the MFR for eval. Eval of the component revealed bubbling and peeling of the surface coating. Investigation of the bubbling and peeling of the surface coating observed with air dermatome ii devices and related components, is still ongoing. No further info was obtained regarding customer's cleaning or sterilization practices; however, improper cleaning or sterilization could have caused a reaction with the surface coating, resulting in the observed bubbling event.

Event description:
It was reported that the zimmer dermatome ii 4 inch width plate was cleaned and sterilized as normal. It was brought to the attention of the spd liaison that there is an issue with this width plate. The coating began to bubble off of the width plate which left this instrument unusable. A replacement width plate has been sent and delivered to the customer. No add'l clinical info was rec'd prior to this report. If add'l info is rec'd, a f/u medwatch will be submitted.